Manufacturer narrative:
The device will not be returned for eval. Without an eval of the device, it is not possible to determine the cause of the event. The micro aire burr is not an approved stryker accessory. The stryker micro drill instruction for use clearly warns against the use of non-stryker approved accessories with the stryker microdrill.

Event description:
It was reported that during a total hip procedure, a micro aire burr (non-stryker burr) that was being used with a stryker micro drill became loose, got out of the micro drill while inside of the femoral bone, got stuck in it and could not be retrieved. The burr was left inside the pt and a micro aire drill was used to complete the procedure without further incident. As a result of this event, the pt received add'l anesthesia for a thirty minute procedure delay.